Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle clog. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle clog. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needle had no insulin flow during priming. The following information was provided by the initial reporter: it was reported that insulin does not come through the needles during priming. Verbatim: (B)(6) 2020: returned consumer's call, consumer stated that the insulin does not come through the needles during priming. Consumer was not able to read the lot # from the tear drop label, said she gets 30 needles at a time and they are in plastic bags. Also said she is unable to read sometimes due to other issues that she is having, said she is disabled. I asked consumer to send us an unused needle with the tear drop label intact. Also sending used samples for evaluation.